Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision with unknown reason. However, additional information received from the field representative indicates that the system was explanted due to pocket infection and the patient had device changed to a non-boston scientific device. There were no additional adverse patient effects reported. The rv lead was explanted.